Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1fe8k, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that a fall caused movement of the electrode, which caused the need for a revision. The patient was scheduled for a replacement.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1fe8k, implanted: (B)(6) 2017, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1fe8k, ubd: (B)(6) 2021 if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a consumer with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported good results when first implanted. It was reported the patient had a fall in (B)(6) of 2017. It was reported that on (B)(6) 2018, the device caused the patient sharp pains on all programs. Patient was relieved when the device was turned off. The manufacturer representative met with the patient. A replacement of the electrode and generator was scheduled for the near future. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1fe8k, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: 3058 interstim ll (serial number (B)(6)) analysis found that it passed functional testing. 389-28 lead (lot # va1fe8k) analysis found the lead was returned segmented; however electrical testing of the returned segment(s) de termined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.